Event description:
Midway through the tonsillectomy, the surgeon and scrub tech noticed a burned area in the corner of the pt's mouth, left side. Two procedures were being performed on this pt; an excision of a lymph node on the heck and a tonsillectomy. The uninsulated bipolar forceps were being used to cauterize the bleeding on the tonsil.